Event description:
It was reported via repair work order that there was damaged to the nurse call docker cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.